Event description:
Brush head fell off in mouth - oral-b [device breakage]. Brush heads come loose from the metal pin - oral-b [device connection issue]. Metal pin ground down - oral-b [device physical property issue]. Case narrative: male consumer via phone stated that the oral-b toothbrush heads came loose from the metal pin of the oral-b toothbrush. The metal pin was ground down, and the oral-b toothbrush head fell off in his mouth. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.